Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was admitted to ER today due to intractable tremor on one side. The caller believes that based on pt's history (caller was not clear as to what this meant) she believes this to be an issue with the deep brain stimulation system. Additional information was received that the manufacturer representative interrogated the device and high impedances were noted on contacts where patient was programmed. The rep programmed around the high impendences using other contacts and was able to establish efficacious therapy. The event was resolved at time of report.